Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to verify the customer¿s reported issue. The service technician connected the ventilator to a known good ac adapter and a known good patient circuit; the unit began alarming for hardware fault 20 conditions. The ac adapter was working as intended. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit had burn marks on the ventilator and is no longer properly connecting to the ac power via the ac adapter. It is unknown at this time whether there was any patient involvement associated with this complaint.